Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in his right eye (od) in 2007. The patient reported experiencing loss of vision due to development of a cataract shortly after surgery and the icl was explanted. The facility reported the cataract was diagnosed the following month, and the icl was explanted in 2008. Cataract surgery was performed and an iol was implanted. At the post-op visit in 2009, the bcva was 20/20 with glasses. The patient is doing fine. The icl was disposed of at the facility and will not be returned.

Manufacturer narrative:
Results - a lens work order search was performed and two similar complaints were found within the work order. Based on the complaint history and the work order search, a specific root cause of the event could not be determined.